Event description:
Customer reported via phone, he was having issues with the insulin pump. Customer's blood glucose was 600 mg/dl. Symptoms were nausea and abdominal pain. Customer treated with a bolus. Customer declined troubleshooting for high blood glucose. Customer wanted to speak to someone that was knowledgeable about the device. Customer stated he had to and hung up. Customer is not returning any product for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.